Event description:
Reportedly, during pt use, the pt/reset led didn't work. The pt was manually ventilated and transferred to another ventilator. There were no serious or negative pt consequences.

Manufacturer narrative:
(B)(4).